Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Engineering evaluation noted the reload was built in interlock. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The first firing was successful. For the second firing, the reload was connected to the handle and checked the jaws for opening and closing. Then the surgeon tried to squeeze the handle, however, could not. The surgeon removed the device for the patient's cavity and re-connect the reload to the handle. Tried to re-fire the device, however, could not. The surgeon pulled the black return knob back and removed the device from the tissue. Replaced by a new reload and the firing was completed. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.